Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 20 mg/dl. Customer was not feeling well. Customer stated that she did eat, but did not think that she would go low. Customer was using the infusion sets for four and five days. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.